Event description:
Procedure to extract one malfunctioning rv-ICD-lead. After successful extraction of the lead using a 16 fr. Glidelight, the patients' blood pressure dropped. A sternotomy was performed to repair a tear at the svc/innominate. The patient survived the intervention.

Manufacturer narrative:
In a record review performed on 08 october 2020, it was discovered that in this event, the patient's death was not captured in the initial MDR or in the supplemental report #1. This supplemental report #2 has been created to document this patient's death.